Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections manufacturing site and city,state, and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd intravascular administration set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: complaint from the nurse administering docetaxel was "an extra 40 minutes of drug infusion time" due to pulling from the primary line. 4 hangers were used in an attempt to lower the primary bag, but was unsuccessful and pumps changed etc. Drug infusion time took 1 hr. 40 minutes instead of 1 hr.

Manufacturer narrative:
The following fields were updated due to additional information: c2: concomitant med prod data: sec 20dp w/ss dc low sorb; d10: device available for eval yes, d10: returned to manufacturer on: 02-mar-2023. H6: investigation summary one primary tubing (model #24600-0007,lot#22055748) and one secondary tubing (model #10014881,lot#22099112) were returned by the customer. It was reported by the customer drug infusion time took more time for infusion. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag higher than the primary bag fluid level, and all of the clamps closed. Fluid flow was controlled using the primary roller clamp. The set was primed for 1hr at rate of 125ml with the secondary and primary roller clamp fully opened flowing into an empty beaker. It was verified that beaker has about 125 ml in it after infusion completed in an hour. No over infusion and back flow observed. The customer complaint could not be replicated. A device history record review for model 24600-0007 and lot number 22055748 was performed. A device history record review for model 10014881 and lot number 22099112 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. A root cause could not be determined because the failure was unable to be replicated. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd intravascular administration set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: complaint from the nurse administering docetaxel was "an extra 40 minutes of drug infusion time" due to pulling from the primary line. 4 hangers were used in an attempt to lower the primary bag, but was unsuccessful and pumps changed etc. Drug infusion time took 1 hr. 40 minutes instead of 1 hr.